Event description:
A customer reported self-dosing with insulin after receiving a reading of 400 mg/dl on their adc meter and losing consciousness. Her sugar was reading 30 mg/dl at the time of the event, however, it is unclear whether this reading was obtained from customer or paramedic's meter. She was transported to a local health care facility where she was treated intravenously for low blood glucose and monitored for 6 hours. Additionally, she reported there was no diagnosis at the time of this event, but she was diagnosed with diabetic ketoacidosis yrs ago, which is why she is on insulin now. The results when plotted on a parkes error grid fell into a "c" zone showing difference in values to be clinically significant. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.